Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00411. Additional retrospective review of the manufacturer's complaint database identified related event that was previously reported (reference MFR report: 1627487-2014-15390; reference MFR report: 1627487-2014-15391). It was reported the patient experienced positional stimulation. The patient's stimulation varied from none to overstimulation, even with slight body movement. Additional information received identified the patient underwent surgical intervention where the leads were explanted and replaced. Also, the physician electively replaced the ipg to take advantage of advanced technology. Reportedly, effective therapy was restored postoperatively.